Manufacturer narrative:
Conclusion: the cot was recommended to be removed from service due to being involved in a vehicular collision. Ambulance accident.

Event description:
It was reported that an ambulance was involved in a vehicle collision as a result of another vehicle striking the rear end of the ambulance. It was reported that both the patient being transported and the ambulance crew were injured in this event. The patient and crew members of the ambulance were taken to a hospital and treated for their injuries. The type and extent of the injuries could not be reported.